Event description:
During baxter's functional testing, a spectrum pump did not recognize a closed door. Any related patient involvement is unknown since this occurred during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed the door alarm, caused by a failed upper hook switch. The upper auxiliary, which contains the hook switch, has been replaced.